Manufacturer narrative:
Batch review performed on 10 may 2021: lot 186915: (B)(4) items manufactured and released on 15-nov-2018. Expiration date: 2023-11-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional items involved in the event: liner: versafitcup dm 01.26.2854mhc double mobility hc liner ø 54/28 (k092265) lot. 2003322. Batch review performed on 10 may 2021: lot 2003322: (B)(4) items manufactured and released on 23-jul-2020. Expiration date: 2025-07-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115) lot. 2007621. Batch review performed on 10 may 2021: lot 2007621: (B)(4) items manufactured and released on 30-oct-2020. Expiration date: 2025-10-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain and instability due to a leg length discrepancy. The cause of the leg length discrepancy is unknown. The surgeon revised the stem, head and liner 3 days after primary. The surgery was completed successfully.